Manufacturer narrative:
Siemens healthcare diagnostics inc. Has investigated the provided information to determine the cause of the falsely high activated partial thromboplastin time (aptt) patient results on multiple patients generated on a sysmex cs-5100 analyzer after quality control (qc) failure. No product non-conformance nor system issue could be identified. The instrument performed as expected. A high deviation of quality control was clearly displayed to the user. The deviation is visible for the affected (2) two days in the qc chart. The instrument and the qc protocol detected and displayed the issue. The customer did not adequately react to the qc error information in the pop-up window of the instrument screen. The instrument and reagent are performing according to specifications. No further evaluation of this device is required. MDR 9610806-2018-00018 was filed for the same event.

Event description:
Falsely high, flagged activated partial thromboplastin time (aptt) patient results on multiple patients were generated on a sysmex cs-5100 analyzer after quality control (qc) failure. These results were reported to the physician(s). The same patient samples were repeated on a different sysmex cs-5100 (with acceptable qc) and lower aptt patient results were generated. It is unknown if the repeat results were reported out to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant high, flagged patient results.